Event description:
According to the reporter: the surgeon was removing a large gallstone from the patient. When bag was pulled hard the bottom of the bag broke. The bag broke not at the seam but out of the side of the bag. A piece of the bottom of the bag tore off and was inside of the patient. The piece of the bag was retrieved. There was no patient harm.

Manufacturer narrative:
(B)(4)